Event description:
It was reported that a pacemaker-dependent patient presented in clinic for a follow up with multiple episodes of nonsustained lead noise. The associated rv lead was capped and replaced due to noise. The device remains implanted.